Event description:
It was reported that the spring was disassembled from the universal driver after used in the medical procedure and cleaning. Next op was performed with another universal driver. Because, the motion of the driver was eccentrically without the spring.

Manufacturer narrative:
An event regarding an uneven running and a valve spring not re-assembled after cleaning of a universal driver was reported. The event was confirmed. Method & results: -device evaluation and results: functional analysis of the device confirmed the reported event. The device rotated unevenly. Visual inspection: the universal driver showed a small amount of metal wear inside the hex female opening where the drill bits are connected. The remaining portion of the driver was unremarkable. In addition, the valve spring was returned unassembled to the connector. The event description indicates the device was disassembled for cleaning but this device is not supposed to be disassembled just cleaned and lubricated. Dimensional inspection ncr was initiated for events that report a bent universal driver, which causes the device to unevenly rotate. The root cause was determined to be due to no tolerance on the drawing to control the position of the hex feature to the fitting. The disposition for all products (wip, fg, and the field) was use as is. Ecn completely revised the weld callout and was released. The drawing was changed based on the ecn. The reported device was manufactured before the ecn release date and is within the scope of this analysis. Dimensional inspection was not performed because the device was manufactured to previous revision drawing, which does not have a tolerance callout for welding the hex feature to the fitting. Functional inspection: the device was functionally tested with a standard stryker system 6 drill. The device was functional, but rotated unevenly rotated. This confirms the reported event. -medical records received and evaluation: not performed because no patient details were reported. -device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review indicated there has been one other event for the reported lot. Conclusions: the investigation concluded that uneven rotation of the universal driver was caused by improper alignment and welding between the power assembly and the body of the device. Ncr was issued for events that report a bent universal driver, which causes the device to rotate unevenly. The root cause of the issue was due to no tolerance on the drawing to control the position of the hex feature to the fitting. The updated drawing was released, which completely revised the weld callout. The reported issue was found to be under the scope of this ncr.

Event description:
It was reported that the spring was disassembled from the universal driver after used in the medical procedure and cleaning. Next op was performed with another universal driver. Because, the motion of the driver was eccentrically without the spring.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.